Event description:
On (B)(6) 2012, pt had total knee replacement done by dr (B)(6), diagnosis.-trouble walking. Pt states during surgery while the knee replacement was taking place, due to the positioning of the implant her "toe was fractured." Pt states that a "disc thingy" in her knee is defective . Pt complains of extreme pain (all the time), ambulation difficulties, "being crippled," and her knee stays in a "l shape." She also says she has to constantly move in different positions to relieve the pain, in addition to wearing a knee brace. Pt has gone to "5 different specialist" in (B)(6), all of which told her that "something is wrong" with her knee and "they can not redo her knee."